Event description:
It was observed that during the device evaluation, that the subject device had exhibited foreign material in the nozzle and a burned distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified for the foreign material in the nozzle. For the burnt distal end, a definitive root cause could not be identified; however, it is likely that the cause can be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.